Manufacturer narrative:
A ge service rep performed an onsite investigation. The kv controller and aec pcb assembly were evaluated and replaced and an aec and generator filament calibration were performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a generator error message. The sys shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.